Manufacturer narrative:
A ge oec service representative investigated the issue and could not duplicate the malfunction. The error code indicated points to a failing motherboard. The motherboard was removed and replaced to restore system function. The system was tested and found to be operating as intended and release to the customer for use. The facility was unable to, or would not provide any patient information with respect to this issue. No negative patient effect was reported because of this malfunction.

Event description:
The ge oec 9600 fluoroscopy system locked up during a procedure and displayed error 162. A reboot restored function for a time and the error occurred again. The system was removed for service.